Event description:
A consumer reported eye pain following intraocular lens (iol) implant surgery. Additional information has been requested. There are two medwatch reported being filed for this consumer.

Manufacturer narrative:
The product was not returned for analysis. The iol remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Additional information was requested on 01/29/2008.